Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to accumulation of stress that caused a loosening of the connector, which then led to aging deterioration. The user can detect/prevent the suggested event by handling equipment in accordance with the following instructions for use (IFU): chapter 5, inspection and preparation before use: 5.6, inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor had broken a and b (dark blue and light blue) connectors in the basin. The issue was found during reprocessing. There were no reports of patient harm.